Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "leak in the intra-aortic balloon circuit. After passing the balloon, the physician noticed a leak in the system (hole in the balloon)". As a result, the catheter was removed and a 2nd catheter was inserted. No patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information.

Event description:
It was reported that "leak in the intra-aortic balloon circuit. After passing the balloon, the physician noticed a leak in the system (hole in the balloon)". As a result, the catheter was removed and a 2nd catheter was inserted. No patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). The reported complaint that "after passing the balloon, the physician noticed a leak in the system (hole in the balloon)" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.